Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 147 mg/dl, compared with the sensor glucose reading of 40 mg/dl. The customer received a cal error alert and a change sensor alert. The customer was advised to remove and change the sensor. After removing the sensor the customer found a bent cannula. The customer was advised that the sensor would be replaced, and to return the malfunctioning sensor back for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.